Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for post-operational check. Upon interrogation, there was an alert saying, ¿device at end of service (eos) (reached on (B)(6) 2019)¿ and the battery said ¿device at elective replacement indicator (reached (B)(6) , 2013). However, the battery voltage was fine. The device was reset on (B)(6) 2019, and the eos alert was gone. The patient was in stable condition.